Event description:
Customer reported a broken power adapter that was divided in two. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement adapter as the original was not available for return.